Event description:
End user called to complain that the device kept giving an error message while testing the calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.